Manufacturer narrative:
(B)(4). A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: no patient consequences. Surgeon able to retrieved the needle right after it was broken. Note: event reported via mw 2210968-2019-83062.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. While surgeon was suturing, it was found that the needle tip was broken. The surgeon was able to retrieve the needle right after it was broken. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/3/2020. Investigation summary: only pictures of the sample were returned for analysis. Upon visual inspection of the pictures, a broken needle at the tip could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.